Event description:
Per the clinic, the patient experienced a loose abutment, soreness, infection, balance issues, headache, tinnitus, and skin overgrowth. The patient was subsequently treated with topical antibiotics (specific date and duration not reported). The implanted device remains.